Event description:
Baxter received a report that centrella med-surg had brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the casters needed to be adjust. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 21, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjust the casters to resolve the reported event. Based on this information, no further action is required.